Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial (B)(4), product type: programmer, patient. Product ID: 97745, serial (B)(4), product type: programmer, patient. Product ID: 97755, serial (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain . It was reported that the rm006 message was seen by the patient on the controller on (B)(6) 2018. No patient symptoms were reported. During the call, it was reviewed that the recharger should be disconnected and the controller should be reset before trying again. The calling manufacturer representative was going to call the consumer back with those recommendations. No further complications were reported. Additional information received via a manufacturer's representative (rep) stated that replacing the controller battery resolved the rm006 error. Additional information received stated that the ins battery was still not charging. The controller battery showed 100%, but the controller showed that stimulation was not available because the battery needed recharging. The patient stated that it was blinking and the recharge quality showed excellent, and the ins battery was 0 and a red screen was seen. It was reviewed that this meant that the ins battery was depleted and the ins was currently charging, and the patient would have to charge for a bit more to turn stim on. The patient reported he usually charges in 20 minutes at a speed of 4. The patient reported problems since the past week, and reported that the prior weekend he had no stimulation but replacing the controller battery resolved the issue. The patient reported that the controller battery was changing from 90% to 30% and keeps stopping and saying that the controller is looking for a device. It was clarified that the controller was at 90 and the ins at 30 but the controller would often stop and switch to the "looking for device" screen, and this cycle would repeat. The patient confirmed the antenna had not moved and the patient was stationary. The patient was able to turn his stimulator on and confirmed he felt stimulation but the battery level was 30%. The patient again noted that every couple of minutes recharging would stop and it would look for the device, and then it checks the recharger and shows up again. The patient confirmed this was the no device found/reposition recharger screen, the checking recharge quality screen, and the excellent recharge quality screen. It was determined that this was a known event and the patient was sent a new recharger antenna. The patient reported speaking to a manufacturer's representative (rep) before calling patient services to discuss the ins not charging, no stim available, and charging issues. The patient reported no stimulation over the weekend of the (B)(6), and could not recharge, but reported monday he fixed it by removing and replacing the battery. The patient reported meeting with a rep the day before and having no issues. The patient stated he never let his ins battery get below 50% so did not know how it was depleted to 0. The patient later called back after receiving the antenna and reported that he charged 4 hours and got 10% and the ins was not holding a charge. The recharger battery was stated to be 100% and the ins 10%. Removing and reseating the antenna gave excellent charging. The patient reported he had to lead forward or he would see a warning screen. The patient reported he wanted a new controller, and that he used to charge every other day for 15 minutes. The patient spoke with his healthcare provider (hcp) and a rep and he did not think it was the device because the patient had not encountered these problems until recently. Additional information received from a manufacturer's representative (rep) stated that the rep received a call from the patient and the new recharger and controller were having difficulty connecting, and the controller screen was blank. The patient used his old controller to charge the battery, and the patient charged for three hours to reach 100% full. It was reported charging used to take only 15 minutes. It was reported that 10 minutes later the ins battery level dropped to dead. It was reviewed that the rep should gather recharging statistic information, and the new recharger and controller should be checked. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.